Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01018. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the diagnostic endoscopic retrograde cholangiopancreatography, the physician noticed that the cap got disconnected in the patient's stomach. The distal cap was retrieved using a different scope. There are no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported failure was confirmed. Based on the results of the investigation and the device not being returned, a definitive root cause could not be identified olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Updated from ni to (B)(4).

Event description:
No additional information received from customer.